Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast implantation procedure with an unspecified mentor saline breast implant (l) and a saline mentor smooth round moderate plus profile 400cc (r) and experienced deflation on the right side and device migration on the left side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the left breast prosthesis.